Event description:
It was reported the patient had difficulty with her stimulator and she was not getting help or getting answers from anywhere. It was noted she had not had "stimulation service" for over 3 weeks and had chronic sciatica. It was noted that the doctor and the rep "were not finding the problem like they were not working hard enough on it." It was noted the patient had an appointment with her doctor the friday before the report and they reset it and it was working until she got to the parking lot, then it stopped working. It was reported that "it turned off 1 min, and she saw the doctors symbol." It was noted that it kept doing that. It was reported that when the patient charged it never went past 1/4 charged. It was logged the device was 6-7 years old and she called her manufacturer representative and doctor every day for help. It was logged that the patient was tired of being in pain, she had had it and her personality had turned to be "snarky". It was reported the patient fell 2-3 times a month on average. It was noted that the patient's symptoms started a month or longer prior to report. It was logged she had several falls due to meniere's disease and drop attacks. It was reported she had no warning and would just fall. It was noted that stimulation was not on when it happened and she thought that meant she would not have damaged the device. It was reviewed with the patient that falling could damage the device. It was reported that on the sunday prior to report the patient fell and slipped and plopped into a chair and hit her knee on the table. It was noted this knee she just had surgery on. It was logged that she had fallen twice on the ins side. It was noted that one times she was walking on hard asphalt in a parking lot and kept going faster and faster, and she could not control and then she fell. It was reported that was about a month prior to report. It was logged she would fall straight back or straight forward. It was reported that for the prior 7 years the doctors had noticed that she had recently been having some cognitive difficulties like alzheimers. It was noted the patient would see a neurologist when she moved to arizona in a month and a half. It was logged that the patient felt like the doc was frustrated with her and the manufacturer representative as well. It as noted the doctor would not replace the leads if the leads were damaged. It was later reported the patient's first drop attack was 14 years prior to report and the patient was not having them frequently for many years but the last few years she began having them a lot. It was noted the patient did have 2 really bad ones about a month prior to report. Additional information received reported the patient had been having trouble with her spinal cord stimulator for the prior 2 months and had been dealing with her health care provider and the manufacturer representative. It was noted that it had been slowly dying and "done some real funky things" and they patient was getting error messages. It was logged the patient initially reported she had to charge her neurostimulator every other day and later stated she had to recharge daily . It was logged that recharging frequency had increased over at least the prior 2 months. It was reported the patient met with a manufacturer representative at her health care provider's office and had to sit very still for 4 hours and got a full charge. It was logged the patient saw a call your doctor 376 message on her recharger. It was noted she had been getting this message every time she recharged and it had been occurring for months.

Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).